Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The more than 70% stenosed target lesion was located in the subclavian artery. Following pre-dilation, a 6.0x40x135 cm express¿ ld vascular stent was advanced to treat the lesion. Initial inflation of the delivery balloon was performed at unspecified pressure; however, balloon leakage was observed. Subsequently, only 1/3 of the stent was deployed and only the balloon shaft was removed out of the patient. The stent was then successfully captured by a guiding catheter with no parts remained inside the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. The deployed stent was not returned for analysis. A visual examination of the balloon noted that the balloon was unfolded and had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from pinhole leak in the balloon material approximately 3.5mm distal to the distal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The more than 70% stenosed target lesion was located in the subclavian artery. Following pre-dilation, a 6.0x40x135cm express ld vascular stent was advanced to treat the lesion. Initial inflation of the delivery balloon was performed at unspecified pressure; however, balloon leakage was observed. Subsequently, only 1/3 of the stent was deployed and only the balloon shaft was removed out of the patient. The stent was then successfully captured by a guiding catheter with no parts remained inside the patient. No patient complications were reported and the patient's status was stable.